Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they fell and hit their head really hard, and are now having tremors as a result. No further complications are anticipated. The patient's indication for implant is unknown.